Event description:
It was reported that premature battery depletion was observed. Hence, the device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device battery voltage was prematurely low due to high current drain. The high current was detected by automated electrical test system, and was also detected on the bench. The battery voltage was found to be lower that the expected longevity performance. During the analysis, the device became damaged and the root cause could not be conclusively determined.